Manufacturer narrative:
The info in this report was provided by a legal department. No additional info is available at this time. The device is not available due to the ongoing litigation. Should device or additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt underwent a left total hip arthroplasty in 1995". It was further reported that, "in 2007, the pt was caused to undergo emergency surgery to replace the device that had been broken".